Manufacturer narrative:
The revision reported was likely the result of a combination of patient-related conditions and an insufficient bond between the glenoid component and the bone, which resulted in aseptic (non-infected) glenoid loosening. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the explants were not available for evaluation. Concomitant medical device(s): 310-01-53, 51491020 - equinoxe, humeral head short, 53mm (beta); 300-50-45, 58399002 - 4.5mm short rep plate; 320-20-42, eq rev compress screw lck cap kit, 4.5 x 42mm.

Event description:
As reported, approximately 7 years postop the initial right tsa, this (B)(6) y/o male patient, 6ft tall, presented with aseptic glenoid loosening. Ae exact date unk-gradual increasing pain over several years (not seen since 2014). A CT scan in (B)(6) 2020 showed lucencies around glenoid component. The case report form indicates this event is unlikely related to devices or procedure. The surgeon stated, ¿the glenoid wore out and the implant failed¿. The patient was converted from an anatomic shoulder to a reverse shoulder. Patient was last known to be in stable condition following the event this event report was received through clinical data collection activities and rep who was in attendance for the procedure. Devices will not return due to hospital policy.